Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed high impedance, over-sensing, and possible fracture. Additionally, non-sustained ventricular tachycardia (vt) was identified on the electrogram and the sensing integrity counter was noted. Re-programming was performed and the lead remains in use. It was later reported there was a lead integrity alert for bi-polar impedance. A request for additional information was made and it was learned a new lead will be implanted within a few weeks. At this time, the alarm has been turned off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.